Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. The device was deployed but was partially recaptured twice due to the closure device being canted 135 degrees. The device was deployed a third time but the positioning was proximal and the device was partially recaptured. On the fourth deployment the device was positioned posteriorly and canted and was again partially recaptured. On the fifth attempt to position the device, the core wire detached and the device was prematurely released. Due to early release, no release criteria could be initially assessed. The size and seal of the closure device was observed via transesophageal echocardiogram (tee) and fluoroscopy. The device was noted to be located at the level of the ostium with all lobes of the laa covered. No leaks around the device were noted on tee and this was verified by contrast fluoroscopy. The patient recovered and was discharged from the hospital.